Event description:
Information was received that a smiths medical infusion pump had lost programming during infusion of remodulin. Patient reported her therapy was interrupted for an unspecified amount of time, resulting in shortness of breath, headaches and dry mouth. Patient was able to switch to backup pump.